Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product has exceeded the expected lifecycle as determined by the manufacturer. The most likely underlying cause of the complaint issue cannot be determined as the unit has exceeded the expected lifecycle as determined by the manufacturer¿s warranty and were not tested. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The troubleshooting section of the instructions for use (IFU) addresses the issues of "low power" and "driver will not turn on." The warnings in the IFU state "correct care, handling and maintenance procedures must be maintained to assure proper function. Prior to use, inspect for proper function. If the instrument shows visible signs of damage or fails to operate properly, discontinue its use immediately. Instruments, which have experienced extensive use or excessive force, may be susceptible to failure. There are no user serviceable components of the power driver. It must be returned to the manufacturer for repair or service. The user facility is foreign; therefore a facility medwatch report will not be available. It is unknown at this time why a manual driver was not available. Without a product return, no product evaluation is able to be conducted. The driver was manufactured in 2013 and has exceeded the expected lifecycle as determined by the manufacturer¿s warranty. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported during the boring process of a cranial procedure, the driver stopped working. The surgeon changed the battery but the driver wouldn't run. Because there was no back up driver, the same driver was sterilized and then was able to be used to complete the procedure. The event resulted in a surgical delay greater than thirty minutes, however the exact duration is unknown. It is indicated on the complaint form that the medical professional does not indicate harm or injury to the patient. Additional information was requested but has not been received at this time.

Event description:
The distributor provided the following clarification for their term, "procedure of boring": in this case, the surgeon used a tap with the power driver to make a hole prior to inserting the lactosorb screw.